Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), e/a alarm unspecified, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1880 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.0874) inches. Successfully downloaded history files and traces using thump. No alerts/alarms/anomalies noted during testing. Pump error 42 was found in adapt on 07/07/2024 21:38:00.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Pump error 42 was confirmed due to due to moisture damage to motor assembly. E/a alarm unspecified confirmed due to pump error 42. Unable to confirm battery cap broken/cracked/damaged due to receiving pump with no battery cap. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.